Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the insert and femoral head. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combination. Medical records were received and reviewed. From a medical perspective, based on the limited information available, the complaint is unlikely to be product related. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6(device code) product complaint # :(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I had a depuy hip replacement in 2006. I now have high levels of cobalt/chromium in my blood from the metal on metal implant. My doctor is recommending a revision of the replacement by trying to replace just the bearing because of the blood results and because after some of my golf games, the hip made a grinder sound. The ball also came out of the socket several times causing a lot of pain but I was able to push it back in. What do you recommend - ceramic or polyethylene. What other complications or questions should I ask my doctor about. Do you think I should ask about the anterior replacement of the bearing. I think that the original was done on the side. My appointment is on monday. My doctor's name is dr. (B)(6), (B)(6). What are the dangerous levels of cobalt and chromium in my blood - mine were 65.7/27.1 respectively. The doctor ordered an MRI; and, there is no muscle or tendon damage. I'm active - love to play golf 3-4 times a week but do have to use a handicap flag because of my knees. I'm retired and don't have much pain now. Please let me know. Update rec'd 09/07/2016 - litigation papers received. Litigation alleges patient has been revised to address pain metallosis and a large fluid collection tracking up iliopsoas.